Event description:
The initial reporter alleged a false positive result for one patient sample tested with the anti-hcv g2 elecsys cobas e 100 assay on the cobas e411 rack. On (B)(6) 2024, the sample was tested using the elecsys anti-hcv ii assay and generated a reactive result of 21.51 coi. A rerun on the same day produced a result of 20.96 coi. After repeat centrifugation, a third test on (B)(6) 2024 yielded a reactive result of 21.52 coi. The same sample was tested on (B)(6) 2024 using the vidas kube system, which produced a non-reactive result. No additional confirmatory testing, such as immunoblot or polymerase chain reaction (pcr), was performed due to cost considerations.

Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A general reagent issue was not identified. A review of calibration and quality control data confirmed all results were within expected ranges. The investigation noted that the customer did not follow the recommendations outlined in the method sheet, which specify that all initially reactive or borderline samples should be retested in duplicate and confirmed using supplemental methods, such as immunoblot or hcv rna detection. No confirmatory testing was performed in this case. The customer was advised to adhere to the method sheet recommendations for confirmation testing and to verify that centrifugation parameters align with the tube manufacturer's guidelines.